Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user noted a smell of insulin and experienced hyperglycemia with a blood glucose of 333 mg/dl decreasing to 184 mg/dl while using the ilet system with an inset 23"-6 mm infusion set and a dexcom g7 sensor; the user did not observe leakage at the site, tubing, or connector and was guided to perform a complete supply change, which was completed. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education with a full supply change. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed no observed leak or hardware malfunction, and the event was consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.